Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for ventilation. The root cause could not be determined as the log file analysis possibly points to a loose connection of a flat cable and the problem was solved by replacing the ip esm-board. There was no patient or user harm.

Event description:
Unit freeze at startup logo after start.